Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Event description:
During an af procedure a tacticath se was opened and connected to the tactisys. The catheter was inserted into the sheath and into the patients. The catheter gave an error saying something along the lines of ¿single use product only. Not intended for multiple uses¿ and would not display contact force data. The catheter was unplugged and plugged back in and the tactisys was turned off and back on and the error remained. The catheter was switched out for a new catheter with a different lot number and the error resolved itself and the new catheter worked appropriately. There were no patient consequences.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.